Manufacturer narrative:
(B)(4). Event year: 2022 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the instrument tips fractured. There was no patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of heavy use including heavy marking/ scratching on the elevator surfaces. Bthe elevator has fractured at the instrument tips. A determination cannot be made as to what caused the tips to fracture. DHR review was not performed as product has approximate field age of 21 years based on date code, with an unknown number of uses. The device shows signs of repeated use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to update additional information.

Event description:
No further event information is available at the time of this report.